Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 301947 lot 1812118 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It was reported that leakage occurred during use with a syringe s2 10ml 21ga 1-1/2in bd china. The following information was provided by the initial reporter, "the patient was hospitalized in our hospital, and the syringe was used for intravenous infusion of pharmaceutical liquid, but the syringe was leaking and could not be used, thus wasting medical resources. The patient was immediately replaced with a new syringe, and the treatment continued."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a syringe s2 10ml 21ga 1-1/2in bd china. The following information was provided by the initial reporter, "the patient was hospitalized in our hospital, and the syringe was used for intravenous infusion of pharmaceutical liquid, but the syringe was leaking and could not be used, thus wasting medical resources. The patient was immediately replaced with a new syringe, and the treatment continued."